Manufacturer narrative:
Vyaire file identification:(B)(4). The suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the vti (inhaled tidal volume) of the vela ventilator was measuring 423ml even after trying to calibrate the transducers that continued even after replacing the turbine and swapping the flow sensor. There is no information of patient involvement as of this time.